Manufacturer narrative:
5.5.2021: initial information received with further information expected; a supplemental report will be filed accordingly. 5.28.2021: no further information was able to be obtained. If further information is identified which would change or alter information or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Initial information received with further information expected; a supplemental report will be filed accordingly.

Event description:
Patient's 1st metatarsal broke. Breakage of bone occured at the entrance point of the nail at the distal end with no alleged medical device product problem. Surgeon is planning a plantarizing osteotomy of the 1st metatarsal distally of the nail and maybe an additional shortening of the 2nd-5th metatarsals.